Event description:
The facility's biomed reported an infusion pump with a failure code 813.01. The hosp representative stated to baxter's technical support that they have no record of any pt incident involving the pump since the last baxter service event.